Manufacturer narrative:
Intuitive surgical, inc. (Isi) 6mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 8.93mm x 3.37mm in size, was not returned with the instrument. As a result, a dislodged grip tip is observed but was still attached to the instrument through the conductor wire. Additional observations related to the customer reported complaint: due to the broken molded insulator, a detached fragment is observed and was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument jaws were broken. There was no reported injury.